Event description:
The customer reported filament select errors and saturation faults. These errors will result in a loss of system functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.